Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture, balloon detachment, balloon entrapment and difficult to remove from patient could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiration date: 08/2025). The device not returned.

Event description:
It was reported that during an angioplasty procedure at the right brachiocephalic vein for stenosis in fistula through cephalic vein, the pta balloon allegedly ruptured circumferentially at 10 atm in superior vena cava. It was further reported that the balloon allegedly detached from the shaft and would not deflate. Reportedly, the device was difficult to remove thru the sheath. Further, the detached balloon and tip stayed inside the vessel which required venotomy to remove it. The current status of the patient is unknown.